Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs lead was explanted and replaced with a different model. It was also noted the scs lead was fractured. Effective stimulation was restored with the surgical intervention. Additionally, the physician elected to explant and replace the scs ipg as a precaution. There were no allegations against the device.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient no longer receives stimulation within her pain pattern but receives unintended stimulation which causes discomfort. As a result, the patient has refrained from using stimulation. Surgical intervention was scheduled to address the issue. No additional information is available at this time.